Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing (atp) due to function undersensing. Programming changes were recommended but not yet completed. No patient symptoms were reported.